Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report.

Event description:
It was reported that the coil broke off from the pusher wire inside the microcatheter. The operator was twisting and pushing the coil into the pack and it broke off. They were able to stick another wire into the microcatheter and push it into the pack. This was the last coil deployed and the case was finished without any incident. No injury to the patient.

Manufacturer narrative:
The investigation of the returned coil system found the pusher strain relief damaged without the implant attached, but no indications of activation using a detachment controller was observed on the pusher heater coil. Further inspection of the pusher found the proximal connector kinked. The implant was not returned for evaluation. The investigation found the pusher¿s monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the kinked pusher, but the damage is consistent with the device experiencing forces exceeding the pusher's yield strength. The microcatheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h11.